Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product was returned for analysis. The customer provided one (1) photo. Review of the photo confirmed the complaint. The root cause is unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06431-00 for details pertinent to this event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during the catheterization process the tip of the puncture sheath was split when it was being inserted. There were no patient harm or adverse events reported as a result of the event.